Event description:
It was reported by the customer's mother that the customer had a high blood glucose level of 411 mg/dl. Customer was advised to disconnect from the pump and treat with a manual injection. Customer's mother stated that the pump was able to record the bolus accurately. Customer was negative for ketones. Customer expressed thirst and grumpiness. Customer stated that they have a back-up plan. Customer's mother will monitor the issue. No further details provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.